Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery cap threads and battery compartment threads were stripped, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: the black box showed evidence of unexplained power reboot events beginning on (B)(6) 2017. The pump intermittently powered off with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The test battery cap was unable to fully tighten. The battery compartment threads were damaged. No battery compartment cracks were observed. No evidence of moisture contamination was found inside the battery compartment. A 24 hour basal program was run with a test battery cap. No reboots, loss of power or call service alarms were duplicated. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The reported "intermittent power" condition was due to the battery cap and compartment damage.